Manufacturer narrative:
E1: initial reporter address: (B)(6). E1: initial reporter postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor had fluid along the edge (inside) of the balloon. The issue was noticed when the pump was removed from the packaging. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: h4, h6 (update codes), h11. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph did not clearly showed fluid along the edge (inside) of the balloon. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.